Event description:
It was reported that during a stenting treatment procedure, prior to entering the patient, foreign material was noted on the stent delivery system. A "wire was wrapped around the shaft". The procedure was successfully completed with another of the same device. No patient complications were reported.

Event description:
It was reported that during a stenting treatment procedure, prior to entering the patient, foreign material was noted on the stent delivery system. A "wire was wrapped around the shaft". The procedure was successfully completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer: the received device had dried blood and contrast throughout the inflation lumen and on the outer shaft. The distal shaft is torn distally starting at the guide wire exit notch . The core wire was protruding from the distal shaft and was partially wrapped around the shaft. The balloon was tightly folded and the stent was between the markerbands. Further inspection presented no other damage or irregularities. The presence of dried blood in and on the device indicates the device was handled beyond unpackaging. The manufacturing batch record review confirmed the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).